Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found tissue around the helix. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged during a normal follow up. The dislodgment was confirmed via chest x-ray. As result, the patient underwent a surgical revision wherein the lead was extracted and replaced with an alternate.